Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false negative bhcg result generated by the access 2 immunoassay system for one patient. Subsequent testing produced higher results within a different gestational category. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was collected in a 13x100mm serum tube with a gel separator and centrifuged for ten minutes at 2500 rpm. Qc was within the customer's established ranges prior to and after the event. A routine system check performed on (B)(4) 2010 passed within instrument specifications. A field service engineer (fse) was on-site (B)(4) 2010 and performed a preventive maintenance (pm) on the instrument. Fse did not note any hardware issues which would have contributed to the event.